Event description:
It was reported that pressurewire x - wireless device was successfully used in the left anterior descending (lad) artery. After the fractional flow reserve (ffr) measurements were performed, the device remained in the patient to be used as a guide wire. However, during pre-dilation, the device was difficult to advance and to remove. A decision was made to perform a wire exchange. Therefore the device and the balloon were to be removed, but then upon pulling out the device, a kink at the distal end was observed and the mid proximal of the device separated into two pieces. Although it is unknown if the separation occurred inside or outside the patient's body, the separated portion was never loose and all devices were removed without further issues. The procedure was completed with a non-abbott wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported failure to advance and difficulty to remove was not able to be confirmed with the returned device as it was based on circumstances of the procedure. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. Based on the reported information and analysis of the returned pressurewire, the reported difficulties appear to be related to circumstances of the procedure. The pressurewire was reported to have been successfully used in the left anterior descending (lad) artery to perform fractional flow reserve (ffr) measurements. After successful use, the difficulties occurred as a dilatation catheter was being advanced over the pressurewire for pre-dilation. It is likely that during the attempt to advance the dilatation catheter against resistance, the pressurewire became kinked resulting in separation at the kinked location and subsequent difficulty removing. Reportedly, the separated portion was never loose, and all devices were removed together without further issues. Although returned analysis noted that the proximal tube (shaft) was separated along with the proximal male connector area and were not returned, it is likely that the proximal separated section along with the transmitter and torque device were discarded. It is not likely that any portion of the missing separation would have been left in the patient as the proximal end of the wire would not have been inserted into the patient and all portions of the distal end were returned. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that pressurewire x - wireless device was successfully used in the left anterior descending (lad) artery. After the fractional flow reserve (ffr) measurements were performed, the device remained in the patient to be used as a guide wire. However, during pre-dilation, the device was difficult to advance and to remove. A decision was made to perform a wire exchange. Therefore the device and the balloon were to be removed, but then upon pulling out the device, a kink at the distal end was observed and the mid proximal of the device separated into two pieces. Although it is unknown if the separation occurred inside or outside the patient's body, the separated portion was never loose all devices were removed without further issues. The procedure was completed with a non-abbott wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.